Event description:
Boston scientific renegade hi-flo straight catheter was opened to be placed in the sterile field and the sheath wrinkled in the hub. This was noted and did not reach the patient. FDA safety report ID # (B)(4).